Event description:
Complainant aleged that during a routine shift check by a clinician, the device displayed a green dot in the center of the display. Complainant indicated that there was no pt involvement in the reported malfunction.